Event description:
On (B)(6) 2009, baxa was notified by the customer of a pt involved incident using the exacta-mix 2400 compounder for tpn production. It was reported to baxa that this pt had received a tpn bag containing a higher-than-desired quantity of dextrose. Infusion was terminated upon detecting the error. The pts blood work indicated elevated glucose levels. However, no additional medical intervention was needed and no apparent long-term injury or illness resulted from this issue.

Manufacturer narrative:
Based on an eval of the documentation associated with this event, it was concluded that the higher-than-desired quantity of dextrose in the subject bag was the result of the user failing to remove the waste container and then proceeded to pump the subject order on top of the flush volumes. Investigation has confirmed that the em2400 compounder performed as designed and alerted the user that the bag was not empty prior to running the subject order. Customer was contacted and the results of the eval were discussed. To prevent this issue from re-occurring, the facility has provided additional training to all staff members who operate the em2400 compounder. In addition, the facility is evaluating their current procedures to determine if any changes need to be made.